Event description:
It was reported that a pump failed a flow rate test. The device was programmed to deliver 20ml of fluid at a rate of 300ml/hr. However the customer stated that only 14ml was delivered.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma calibration test procedure (B)(4) and found to deliver within specification. No malfunction could be identified.